Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced a stroke, fell and hospitalized in (B)(6) 2018. During the admission, the patient received carotid artery stenosis. The patient presented in clinic 2 days later with pectoral diaphragmatic stimulation, and the left ventricular lead was noted to be dislodged. Device interrogation showed the lead was dislodged when the patient was experiencing a stroke and fell. The lead was explanted and replaced. The procedure was successfully completed without any complications.